Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator displayed device software application not responding on the screen. The unit alarmed low vt (tidal volume) and the screen froze. The issue occurred during patient-use and the patient was bagged manually until another unit was set up. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: (return analysis)the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.no functional or performance issues were found. Log file evaluation:(non return analysis) detection of connected removable devices is done in the context of the mainapplicationthread (gui thread) and utilizes os functions. For some reason, in some cases those operations take much longer than usual. During that time the user interface is blocked which may eventually lead to an app hang. If the app hang takes less than 60s then the apphang dialog closed automatically, the user interface can be operated again without any restrictions. If the ap phang takes more than 60s, then after 60 sec, the bellavista venti controller detects a communication loss and alarms visually and acoustically. Bug fix improvements will be implemented on next sw release and this was documented under tfs ID (B)(4). CAPA-000001062 assigned for app hang related issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.. Correction: d4:corrected UDI information. H4:corrected device manufacturer date.